Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a lap abdominal incisional hernia repair, the device made a crunching noise and tacks were deploying only half way. The reload was removed, timing reset, and another load was loaded. The tacks continued to partially fire causing tacks to either fall into the abdomen or to not fire. Patient status is normal. To correct the condition they removed the device and continued the procedure with another device. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes a device fragment fell into the patient. No device fragment were left in the patient. Post op diagnosis as expected.